Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump lost power after the pump emitted a call service alarm 064-0008. The patient stated that they were unable to clear the alarm because the pump lost power. The patient confirmed that there is no damage to the pump housing and that they changed the battery cap a week prior. The patient also confirmed there is no signs of moisture in the pump. The patient attempted to reboot the pump with multiple brand new batteries and the pump did not power on. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/13/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed no alarms or evidence of power loss associated with this complaint. No damage was found to the battery compartment. During testing, the pump powered on normally. The pump was exercised for 24 hours and no power issues or alarms occurred. The battery cap was found to be within specifications and attached securely to the pump. The pump cover was removed and no damage was found to the power circuit.